Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) remotely accessed the unit and confirmed that the drawer adapter card was detected. The tss rebooted the machine, after which the drawers came back online and normal access was restored, allowing the customer to successfully sign in. The system functioned as intended after the technical support specialist troubleshot the device.